Event description:
Asku

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: testing revealed a no telemetry condition. The cause of the non-functional telemetry failure in this device was a defective reed switch. The reed switch was found to be stuck in an electrically open state, which would prevent the device from detecting the magnet in the telemetry head and prevent any telemetry session from starting. No root cause for the failure in the reed switch was identified.